Event description:
New information received noted the patient received inappropriate high voltage therapy while the device was in backup vvi operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. A device download was performed successfully. The patient was stable.